Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00784802300 modular neck g 12/14 neck taper use with +0 heads only lot# 64052234. Item# 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 lot# 2971132. Item# 00771301600 modular femoral stem press-fit plasma sprayed cementless size 16.25 lot# 64079447. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision for dislocation and pain approximately 55 days post initial implantation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Provided photograph indicates scratches on the surface of returned head. The liner had a screw attached to the articulating surface likely used to explant the device. Blood stains are noted on both the devices. No further evaluation can be performed using the returned photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.